Manufacturer narrative:
Customer is reporting allergic reaction to 3 sensors with unspecified serial numbers. This is an initial final report. The issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: customer reported experiencing adverse skin irritation during the use of 3 adc freestyle libre sensors. Customer developed severe redness, burn like a rash with weeping blisters and itching" at the sensor site and the symptoms worsened after each sensor wear. No self or third party medical intervention was reported. No further information was provided. There was no report of death or permanent injury associated with this event.